Manufacturer narrative:
The mcs tip cover accessory and mcs instrument involved with this complaint have not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. The csr provided a photo of the mcs tip cover accessory and burn injury associated with the reported event. Based on the photo provided, the mcs tip cover accessory appears to show evidence of charring in one location, towards the side of the mcs tip cover accessory. The image does not show a hole on the mcs tip cover accessory as reported by the initial reporter. The photo also appears to show burned tissue adjacent to the location where the charring is visible on mcs tip cover accessory. The severity and specific location of burn injury cannot be determined based on the photo provided. Isi has attempted to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if additional information is received. Isi has reviewed the site's system logs with a procedure date of (B)(6) 2017. No related system errors were found to have occurred during two separate da vinci-assisted surgical procedures performed at the site on (B)(6) 2017. A total of three mcs instruments were used during both surgical procedures. All three mcs instruments have been used in subsequent surgical procedures with no reported issues. This complaint is being reported due to the following conclusion: during the da vinci-assisted surgical procedure, electrical energy allegedly arced through the side of a mcs tip cover accessory. However, the root cause of the customer reported failure mode is unknown. There is also no indication that a serious patient injury occurred.

Event description:
It was initially reported that during a da vinci-assisted urological procedure, the monopolar curved scissors (mcs) tip cover accessory, installed on a mcs instrument, had a hole and the patient sustained a burn injury to the liver. On 08/15/2016, intuitive surgical, inc. (Isi) contacted the isi clinical sales representative (csr) and obtained the following information regarding the reported event: the csr was not present during the surgical procedure which was not recorded on video. She did not know if the surgical staff inspected the mcs instrument or mcs tip cover accessory prior to the start of the surgical procedure. The csr also did not know what surgical task the surgeon was performing when the reported event occurred. The surgical staff reportedly saw a spark from the distal end of the mcs instrument when the alleged arcing event occurred. To her knowledge, the patient sustained a superficial burn injury to the liver which did not require any medical intervention. The surgical staff replaced the mcs tip cover accessory and the surgical procedure was completed. No post-operative complications have been reported. The csr did not know if the mcs instrument or mcs tip cover accessory involved with the reported arcing event were available for return to isi for evaluation. No further clinical information was provided.